Event description:
It was reported that patient had experienced lead migration after having multiple falls. This was confirmed via x-ray. It was noted that the patient had lost therapy. Surgical intervention was undertaken on (B)(6) 2022 where the lead was repositioned and therapy was restored.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.